Event description:
The facility reported an error code appeared during end of the second case, but it was completed as planned. They reset the system, but the error persists; service was requested. There was no patient injury, but the third and fourth cases were cancelled. No additional information is expected.

Manufacturer narrative:
A company service rep checked the system, found cable from host module was bad, and returned it for further testing. Investigation, including root cause analysis is in progress.